Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that read, write, memory, and device not detected on bus errors had occurred. The field service engineer (fse) shut down the medstation and removed the back panel. The row board cable was disconnected and reconnected from the drawer control board and cubie trays. The back panel was locked, and the station was powered back on. Functional testing was performed in the hardware test application and the medstation application, and all tests were successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user mentioned device not detected on bus. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.